Manufacturer narrative:
(B)(4). The third party service agent evaluated the customer¿s device and verified the reported issue. The service agent replaced the power pcb assembly. Thereafter, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The device was not returned to physio-control for evaluation.

Event description:
A third party service agent contacted physio-control to report that their customer¿s device was unable to power on. There was no patient use associated with this event.